Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The illuminator would not turn on and failed with an error. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The fuses were inspected and one fuse was not conducting. This complaint is being reported due to a da vinci malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted gastric bypass procedure, the light went out. The intuitive surgical, inc. Technical support instructed the customer to remove the signal cable to the illuminator to recover from the 48238 error, reboot and then to attempt using a headlamp. However, the surgeon felt it was not bright enough and decided to convert and complete the procedure using traditional laparoscopic techniques. There were no allegations of any patient injuries. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue.